Manufacturer narrative:
Removed display as the device includes redundant design features to alert the user if service is needed. These include an audible beep and text prompts on the device¿s display providing the user with more information.

Manufacturer narrative:
Removed display as the device includes redundant design features to alert the user if service is needed. These include an audible beep and text prompts on the device¿s display providing the user with more information.

Event description:
It has been reported that the device is failing self-test.